Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported on a remote monitor transmission that the patient's right ventricular (rv) lead had experienced high impedance, low impedance, and possible lead oversensing or noise. It was found the lead oversensing led to the inhibition of pacing. Upon extraction of the lead, it was noted there was no lead insulation on a portion of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation had a depression breach. The outer insulation of the lead developed a breach due to a depression while in vivo. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.